Event description:
.

Manufacturer narrative:
User facility has not provide any info about this incident. After numerous calls to facility, initial reporter no longer works at the facility. Spoke with administrator and asked for info and she refused to sent incident report. Also was unable to get serial number or model. Unk if this device is manufactured by innovative products unlimited, inc. Ref: FDA letter (B)(4).